Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was re-implanted with a new device during the same surgery. This report is submitted on january 31, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 24, 2022.

Manufacturer narrative:
This report is submitted on july 20, 2021.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Troubleshooting could not resolve the issue. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not yet occurred as of the date of this report.